Event description:
Atrial unipolar lead impedance warning on (B)(6) 2021, (190ohms below 200ohm threshold) - atrial unipolar impedance lead trend 200-2soohms. Low measured p-waves (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).